Manufacturer narrative:
(B)(4).

Event description:
The ICD and ra lead were explanted when the rv lead was being explanted for high thresholds. There is no complaint against either the ICD or the ra lead. The physician wanted the patient to move to an MRI compatible device and the ra lead was dislodged when the rv lead was removed. The physician chose to start over with a new system.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for 21 months and 12 charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the atrial, far-field and right ventricular channels. However, the analysis did not reveal any indication of an ICD malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.